Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the reservoir compartment was cracked and the reservoir would not stay in as a result. Customer's blood glucose was unknown. The customer stated the damage was from normal wear and tear. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing o-ring. The insulin pump was received with broken battery tube threads, missing end cap sticker, cracked case at display window corners and case at reservoir tube window corners.